Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that that when attempting to test a lead there was no sensing. It was noted that the pins on the testing cables were bent. The testing cables were discarded and a different set of cables were used. No patient complications have been reported as a result of this event.